Event description:
The reperfusion catheter 032 was taken out of the packaging hoop to flush on the table and it broke in two pieces. There was no patient contact. Another device was used and the case was completed successfully.

Manufacturer narrative:
Technical evaluation: there is a break in stiff proximal shaft 46cm from distal tip and 105cm from hub shaft joint. The incident is confirmed as reported. The break is in the material of the shaft approximately 5cm from the flexible/stiff joint. (B)(4). The DHR of this manufacturing lot has been reviewed and a copy of the review is attached.